Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did receive a low battery alert prior to the replace battery alert. Customer's blood glucose level was 7.2 mmol/l. The customer states the battery was not previously used. This was the second occurrence of replace battery alert without a low battery warning. Customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit gave an "insert battery now" error message. After further review of the unit's interior, did not note any signs of previous moisture presence or corrosion on the electronic boards or assemblies. After swapping both electrical board and electrical board into another case, the problem persisted, but after swapping out electrical board with a known good board, the problem was resolved. The "insert battery now" message is isolated to electrical board.